Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a 2008t machine had a burnt fan cable. The reported issue was discovered during machine repair. The machine was evaluated after a burning smell was noted upon power up. The machine was powered off and the thermal damage to the fan cable was discovered. There were no diagnostic messages or audible alarms received. The biomed requested the part number for the fan cable. The biomed was advised the entire power supply would need to be replaced in order to address the burnt fan cable and resolve the thermal damage. The biomed reported the sample was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received. There was no patient involvement and there was no reported personal harm to any individuals as a result of the thermal damage.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a 2008t machine had a burnt fan cable. The reported issue was discovered during machine repair. The machine was evaluated after a burning smell was noted upon power up. The machine was powered off and the thermal damage to the fan cable was discovered. There were no diagnostic messages or audible alarms received. The biomed requested the part number for the fan cable. The biomed was advised the entire power supply would need to be replaced in order to address the burnt fan cable and resolve the thermal damage. The biomed reported the sample was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received. There was no patient involvement and there was no reported personal harm to any individuals as a result of the thermal damage.